Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a branch of the superior mesenteric artery (sma) using a pod packing coil (pod pc) and lantern delivery microcatheter (lantern). During the procedure, the physician injected an absorbable gelatin sponge into the target vessel. Next, while advancing a pod pc into the vessel, the physician noticed the pod pc was too long and the coil had prolapsed into the parent vessel and, therefore, the physician decided to re-sheath the pod pc. However, while retracting the coil, the physician experienced resistance and the pod pc unintentionally detached. The physician then used a snare device to remove the detached pod pc. The procedure had ended at this point as the packing density in the target vessel was sufficient. There was no report of an adverse effect to the patient.